Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed error 14.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete event site name - (B)(6) hospital.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) displayed error 14, which indicates an error in starting the compressor. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) displayed error 14. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer evaluated the unit. The compressor was replaced, but the error remains. Fse reported it will be necessary to use the pneumatic interface module and test pressure regulators to provide continuity in service. It has been checked that the equipment has blood infiltration. It is not passing the drive regulator calibration test, the drive manifold vacuum regulator is not reaching the stipulated pressure range (-295 mmhg). It will be necessary to carry tests with another pressure regulator to give continuity of service and completion of the application of items. Attempts have been performed to obtain additional information. The complaint will be closed. In the event that new information becomes available, the record will be reopened and updated and a follow-up MDR will be sent.

Event description:
N/a